Event description:
Customer's mother called to report non delivery of insulin. The customer's blood glucose reading is 546 mg/dl. Customer has experienced headache, extreme thirst and ketones. Customer was taken to hcp, customer was advised to treat with manual injections. During troubleshooting, the high pressure test failed twice. The insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, selftest, off no power test and error test. Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. Intermittent button response noted during testing due to flattened dome switch on the act button. No button error alarm noted. Motor was tested outside the device and passed. Cracked battery tube threads and scratched lcd window noted during visual inspection.